Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported intermittent lack of aspiration during irrigation/aspiration (I/a) procedures occurred with the whitestar signature system. With the first incident, the surgeon experienced this with a coaxial I/a probe and with the second incident, the surgeon experience the issue with bi-polar needles. This specific incident occurred while the abbott medical optics (amo) representative was attending on an intraocular lens (model zcb00) trial at the customer site. The I/a needle was changed and all went well but the pump was making squealing noises only during I/a. No patients injury but 5 minutes delay to change I/a handpiece. There were two incidents that happened in two different days. This report is related to the second / recent incident. Another report is being submitted which captures the issues related to the first incident. The clinic reported that they were not too worried when the issue happened first time but when it happened with a different surgeon and different equipment, the only constant factor was the signature system (serial number (B)(4)). Per amo sales representative, both the disposable handpiece (hp) and the disposable needles are supplied by bvi company, but the model or part numbers were not provided. It was reported that the handpiece was essentially the same as having the two needles but as a single item. With two needles/tips one goes into one incision the other into an opposing incision and can be swapped over to help clean the lens fragments out. With the co-axial version the main incision is used to do the same job. According to the amp representative, the five minute delay was a nominal time to get another hp or needles ready for use.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.